Manufacturer narrative:
Continuation of d10: product ID: a820, lot#serial#: unknown, product type: software, product ID: hh9020tdd, lot#serial#: (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that going on for over a year the personal therapy manager (ptm) was not working to control their pump. The patient was not able to give themselves a bolus. A couple days ago, it said it was not paired with the pump, and they had to pair it. The patient met with a manufacturing representative (rep) a few days ago, and they said to call to get the ptm replaced. When trying to connect to ptm, it would say it's not connected, it took four times of resetting the handset by turning it on and off and since it wanted to resync with the pump, it can take as much as 4 times to get the bolus to work. During the call, the patient reset the communicator and closed all applications. The patient attempted to connect to the ptm, and it lagged at 90%. The patient noted it started lagging for over a year and would be longer than 6 to 8 minutes of lag. The agent walked the patient through clearing data, and they connected to ptm as intended.